Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided material number 305196 and lot number 1179550. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text: see h10.

Event description:
It was reported that a black marking was found inside the hub of the bd precisionglide¿ needle. The following information was provided by the initial reporter: "issue: there is a black that is inside the hub of the needle. It is hard to tell what it is but there is a black marking in the inside of the needle."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a black marking was found inside the hub of the bd precisionglide¿ needle. The following information was provided by the initial reporter: "issue: there is a black that is inside the hub of the needle. It is hard to tell what it is but there is a black marking in the inside of the needle."